Manufacturer narrative:
Date of event: unknown, an exact date was not provided but the best estimate is 2015. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a multifocal intraocular lens (iol), model zlb00 +22.0 diopter, was implanted in the right eye of a male patient on (B)(6) 2015, and a zlb00 +27.0 diopter was implanted in the left eye on (B)(6) 2015. Reportedly, the patient experienced some strong unexpected outcomes for two and half years. The patient had difficulties during daily life with the intermediate and far vision. Pre op subjective refraction: +1,5 (-0,5)95° = 5p3/+4,5 (-0,5)90° = 7p2f add +0,75 automatic autorefractometer: +1 (-1)94° / +4 (-0,5)90° post op subjective refraction: +0,5 = 10 / +0,00 = p2 9/10ième p3 sc bilateral automatic autorefractometer: +0,5 (-0,25)141° / +4 (-0,5)77° the lens in the right eye was explanted on (B)(6) 2018 and a zxr00 +23.0 diopter lens was implanted as a replacement. No additional information was provided. This report is to record the lens in the right eye. A separate report will be filed for the lens in the left eye.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 03/02/2018. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed that lens was cut in pieces, most probably to make the explant possible. Considering the condition of the lens additional analysis was not possible. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.